Manufacturer narrative:
One sample of taperguard endotracheal tube was received for evaluation and the customer reported complaint was confirmed. The sample was received sealed inside its pouch. A visual inspection was performed and it was observed inside the pouch the presence of a strand of hair. The reported customer report is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Manufacturing controls are in place to avoid contamination by foreign material and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, foreign material was found inside the package. There was no patient involvement.